Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.additional information:response received: were you able to identify where the leak was coming from? ---valvewas any torque being applied to the trocar or device?---no.

Manufacturer narrative:
(B)(4). The analysis results found that the device (a) was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. It should be noted that an investigation has been initiated to address the potential root cause of the reported insufflations issues. No incident related to the reported event was observed during the batch record review. The analysis results found that the devices (b and c) were returned in good condition. In an attempt to replicate the reported incident, the devices were functionally tested to detect any leaking issues. Upon evaluation of each device, it was functionally leak tested and passed. The devices were fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch records were reviewed and no anomalies were noted during the manufacturing process. Device b and c additional information: batch # h9108w expiration date: 04/2016 manufacturing date: 05/2011 (B)(4).

Event description:
It was reported that during a laparoscopic lar procedure, air leaked with a boo sound when a 5mm forceps was removed. Pneumoperitoneum apparatus set to, (high flow, abdominal air pressure 10). Another device was used to complete the procedure. There were no adverse consequences for the patient.